Event description:
Vns patient underwent explant surgery due to mrsa infection. Both the lead and generator were explanted. Prior to explant, the pt had a boll-like swelling around the generator site with lots of edema. Biopsy reportedly showed inflammation. Treating physician indicated that the mrsa infection was "not bad". Approximately two weeks post explant, it was reported that the patient had been diagnosed with b-cell lymphoma. X-rays reportedly revealed that there was a large mass around the lead, probably 8 cm in length by 4 cm wide. Some lymphoma cells were found at the mass that was entangled around the lead, but the majority of the cells were found around the lymph nodes. Treating physician indicated that he did not believe that the lymphoma was related to the vns therapy system.

Event description:
The physician believes the infection was related to the vns surgery and stimulation. The patient's infection has resolved and there are no plans to re-implant at this time.